Event description:
While on a hospital to hospital transfer, pt was placed on a lifepak 10 monitor. Patient was stable and being transferred to another hospital for further treatment after the monitor was put on patient it would not pick up a heart rate or rhythm. When the problem was noticed the medic contacted dispatcher to get another to them. They received another monitor and continued the transfer. Pt remained stable throughout the trip.